Event description:
It was reported via a scientific article that the pt had an increase in seizures above pre-vns baseline (seizures increased 175% post vns placement), and an increase in the intensity of the seizures. The article also states that the pt had to have two additional medications added. All attempts for further information have been unsuccessful to date.